Event description:
The customer reported high blood glucose levels caused by reservoir that leaked insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as no product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.